Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no reported patient outcome.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.